Manufacturer narrative:
The device records 36 log entries between (B)(6) 2010 and performed to specification up to the (B)(6) 2014. The device records a temperature below the recommended minimum stand by temperature. Ten minute manual power ups are observed in the device memory between (B)(6) 2014. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switches on automatically.